Event description:
It was reported that while putting in pedicle screws for an l4-s1 posterior lumbar interbody fusion (plif), the surgeon broke the tip of the stardrive shaft. The broken tip was retrieved. Another device was used to complete the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records for manufacturing revealed no complaint related issues. The product evaluation revealed that the star drive tip is damaged. Five of the six lobes are broken off up to approximately 0.5mm from the drive tip. The drive will no longer retain a screw. It is concluded from the details of the complaint condition and evaluation of the returned part, there is no indication of a design related issue. Examination of the returned part indicates that the screwdriver has been used off-axis (not inserted straight and fully) into the screws and locking caps. In addition, the deformation on the tips indicates that the driver was used for loosening and it does not appear from the damage that the torque limiting attachment was used as directed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4).

Event description:
This is report 1 of 1 for complaint (B)(4).